Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion alarm could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose ranged from 70-330 mg/dl. Reportedly, the customer cleared the alarms to address the event and insulin delivery was resumed.